Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple bursts of anti-tachycardia pacing (atp). Upon review, boston scientific technical services (ts) noted functional undersensing of atrial events. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device delivered inappropriate anti-tachycardia pacing (atp). Ts reviewed the episodes and noted atrial noise at the beginning of one of the episodes with no oversensing. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that during an arrhythmia episode, this device exhibited functional undersensing resulting in atp therapy. Additional information was received that during an arrhythmia episode, this device exhibited functional undersensing resulting in atp therapy. Ts could not determine if the episode was atrial or ventricular driven. Additionally, ts noted that one of the bursts of atp delivered, was suspected to initiate a ventricular tachycardia (vt) episode or a faster one if the original rhythm was a true vt rhythm. Eventually, atp was able to convert the episode. No additional adverse patient effects were reported. At this time, this device remains in service.